Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, which led to a surgical intervention. Upon explant, a hole in the pressure-regulating balloon (prb) was noted causing a fluid leak. The entire aus was removed and replaced. There were no patient complications reported.